Event description:
It was reported that the patient presented in the operating room for an initial implant procedure. During the procedure, when positioning the atrial lead, no capture was noted. The lead was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.